Event description:
The customer reported the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A complete system reset was performed. The system was tested and found to be working as intended and returned to service.